Event description:
It was reported that "staple jamming". Per the distributer, it is unknown how the issue was resolved, if there was any patient harm or injury, or what the current status of the patient is.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The trigger was returned engaged and jammed against the shuttle. The shuttle was observed to be severely deformed and protruding. From the back end of the cover block. The stapler was received with zero staples in the cartridge, indicating the customer fired all the staples in the device. There was biological material was observed on the device. Because the stapler was returned severely damaged and with no staples, a functional inspection could not be performed. It could not be determined how or when the damage to the sample occurred. The device was disassembled and die casting anomalies were discovered on the forming tool. The manufacturing site was consulted for this investigation. It was reported that the damage to the returned sample could not be conclusively linked to a manufacturing issue. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "stapler releases staples freely without manual adjustment to disengage staples". The reported complaint was not confirmed based upon the sample received. The stapler was returned severely damaged and without staples. The trigger was returned engaged and jammed against the shuttle. The shuttle was observed to be severely deformed and protruding from the back end of the cover block. For these reasons, functional testing could not be performed, and the reported complaint could not be confirmed. It could not be determined how or when the damage to the sample occurred. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The device was disassembled and die casting anomalies were discovered on the forming tool. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a; corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staple jamming". Per the distributer, it is unknown how the issue was resolved, if there was any patient harm or injury, or what the current status of the patient is.